Event description:
It was reported that patient experienced an infection in the ipg pocket. As a result, patient was administered IV antibiotics to address the issue. Infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced an infection in the ipg site was reported to abbott. The patient was administered IV antibiotics to address the issue. The infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.